Event description:
It was reported that the patient got an infection from purewick female external catheter in the hospital. It was unknown what medical intervention was provided for infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible ". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review.

Event description:
It was reported that the patient got an infection from purewick female external catheter in the hospital. It was unknown what medical intervention was provided for infection.